Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 276 mg/dl. The customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 474 mg/dl. The customer had a diabetic ketoacidosis, urinary tract infection, and kidney infection. In the hospital she was administered insulin and IV drip. The customer was wearing her insulin pump at the time of hospitalization. The customer was working on her garden and thought she was having a heat stroke. She was unable to walk, her back was hurting, and then she decided to go to the hospital. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.